Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had unknown particles flowing out of the air/water channel. The event was reported during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: d9, h3, h6. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was partially confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.